Event description:
The customer states that one pt sample generated an imx hcv 3.0 assay result of 0.34 /2.45 s/co (non-reactive/reactive. The sample retested reactive at 1.87 / 1.73 s/co controls have been within specifications. There is no impact to pt management reported. A service call was initiated.

Manufacturer narrative:
An abbott field service specialist (fss) arrived at the customer site and evaluated the imx analyzer. It was discovered that the probe was incorrectly positioned. The fss replaced the dispensing system and performed a boom calibration. Subsequent instrument operations and test results were acceptable. The customer's issue is addressed in the imx hcv version 3.0 (for l/n 5c7-20, assay insert l/n b5c710) under the section entitled, "interpretation of results." The imx system operation manual (69-6301/r5) provides info in section 9d-19, maintenance and section 10, troubleshooting (observed problems). This is a final report.